Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the loose scope socket could not be specified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the scope socket on the evis exera iii xenon light source was loose. The user reported they have to hold it in an upward position for it to work. The issue was observed during an unspecified diagnostic procedure. The procedure was completed later that day with a similar device, with a delay noted. There were no reports of patient harm or impact associated with this event. The reported problem did not affect the diagnostic outcome of the procedure and no impact to patient condition. There is no evidence that a life-threatening event occurred, that the patient developed permanent damage or impairment, and that additional medical/surgical intervention was done to prevent permanent damage or impairment.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customer¿s allegation of ¿loose scope socket¿ have to hold it in the upward position for the device to work, was confirmed. It was determined that a bad scope socket (locking mechanism was not protecting the pins). Additionally, the following findings were also identified, and are as follows: (a.) The front panel mouth was cracked, (b.) The top cover had scratches, (c.) The unit was received without lamp and lamp accessories, (d.) And the lamp life meter was nearing the maximum 433 hours. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.